Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified the metal cap was detached from the fiber and the glass tip was broken. The fiber was tested with hene (helium-neon) laser fixture and there were no signs observed for a break at the length of the fiber body, other than the fiber tip. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The reported event was confirmed. The observed glass cap and metal cap damage is consistent with a fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap and metal cap detachment/separation. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), an increase in irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metal cap fell off after 2-3 minutes of use, requiring a new fiber. The card was lost at the hospital. There were no patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metal cap fell off after 2-3 minutes of use, requiring a new fiber. The card was lost at the hospital. There were no patient complications.